Event description:
During routine phacoemulsification procedures two pts reportedly received a mild corneal burn at the incision site. The wound required one unanticipated suture to close. The surgeon requested that the machine be inspected prior to the next surgery date. The pts are expected to recover fully.